Manufacturer narrative:
The zero degree endoscope plus has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed but not replicated the customer reported complaint of the endoscope based on error "45311" found in the logs. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was visually and confirmed to have damage of cable assembly. The cable was found deformed in cable insulation. Visual inspection confirmed hairline crack(s) on l/r of the button pack assembly. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage to the scope¿s shaft. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the zero degree endoscope plus eye was not responding. The procedure was completed with no reported patient injury.